Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the radial artery. The 3.5x30mm, 90% stenosed, eccentric and progressive lesion being treated was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. The physician dilated the lesion with multiple balloons starting with a 1.5mm apex working up to a 3.5mm apex. Physician was satisfied with the balloon result and a 3.5x38mm promus element stent was advanced but failed to cross the lesion. Due to difficulty crossing the lesion the stent became "mangled" in appearance. Procedure was completed with another 3.5x35mm promus element. There were no patient complications reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the returned device found no damage to the crimped stent. A visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the radial artery. The 3.5x30mm, 90% stenosed, eccentric and progressive lesion being treated was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. The physician dilated the lesion with multiple balloons starting with a 1.5mm apex working up to a 3.5mm apex. Physician was satisfied with the balloon result and a 3.5x38mm promus element stent was advanced but failed to cross the lesion. Due to difficulty crossing the lesion the stent became "mangled" in appearance. Procedure was completed with another 3.5x35mm promus element. There were no patient complications reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.